Manufacturer narrative:
The catalytic decomp filter was returned and tested. The component successfully completed and passed the test cycle. The reason for the return of the catalytic decomp filter could not be confirmed.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra) and functional analysis. The sra shows the risk for exposure to odor/smells to be "low." The oil mist filter and vacuum pump oil were not returned for evaluation. The assignable cause of the odor/smells is the vacuum pump oil, catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
(B)(4). A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic converter and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 03/08/2017. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of "smelly fumes" (odor) emitting from the sterrad® nx sterilizer. Four healthcare workers (hcw) experienced reactions and the room was evacuated. Two hcw's experienced headaches only and two hcw's experienced a headache and respiratory issues. It was reported no hcw¿s received medical attention or treatment, and there is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure. There are no serious injuries reported with this complaint; however, this event is being reported as a malfunction subsequent to a serious injury.